Event description:
While drawing up medication, the syringe plunger was noted to have a 4cm piece of plastic that broke off. The syringe was also cracked, approximately 4cm. Did not reach patient, no patient harm.